Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. Device analysis report attached. This report is submitted on may 28, 2024.

Manufacturer narrative:
This report is submitted on august 28, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator and subsequently developed an infection at the implant site. The patient was hospitalized overnight (specific date and duration not reported) and treated with IV antibiotics (specific date and duration not reported). Explant and reimplantation is planned but has not taken place at the time of this report.